Event description:
The catheter was inserted into the femoral artery. Upon removing the catheter, the dr noticed a thrombosis had formed around the catheter. The pt was rushed to or to remove the thrombosis. The pt was fine and remianed hospitalized. Dr stated that the same incident occurred with another pt using the same type of devices. Co rep stated on 9/15/94, that catheter has material that absorbs liquid around it unless soaked for 15-20 secs in heparinized saline before use as per product insert. But inserts provided by hospital only say to wet catheter not soak.